Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6- visual analysis of the returned sample revealed that exp ti poly screw 9mmx90mm had a broken flex ball component leading to the screw shank being disassembled from the tulip head. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. A functional test could not be performed as the device was observed to be broken. The observed condition of the exp ti poly screw 9mmx90mm was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the flex ball component of the exp ti poly screw 9mmx90mm led to the device falling apart. While no definitive root cause could be determined, it is probable that the exp ti poly screw 9mmx90mm was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for exp ti poly screw 9mmx90mm was conducted identifying that lot number rl263037 was released in a single batch. Batch1: lot qty of units were released on nov 9, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, during a spondylodesis surgery to extent l5 to ileum the screw head got disconnected from the screw during alignment of the polyaxial head. Procedure was completed successfully with thirty (30) minutes surgical delay. This report is for one (1) exp ti poly screw 9mmx90mm. This is report 1 of 1 for complaint (B)(4).